Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Per the complaint information the cause of the complaint is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) display during fill 1. The home patient (hp) stated that she changed the cassette but did not change the bags. The technical service representative (tsr) explained that she would need to start over with new supplies. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that her home choice (hc) alarmed check heater line and she only changed out the heater bag. The hp then pressed go and the hc alarmed again. The hp called global technical services and they instructed her to change out all supplies. The hp said that after she changed out all supplies she was able to finish therapy with no further problems.